Manufacturer narrative:
One smiths medical cadd-legacy® plus pump was returned for analysis. The pump was tested for signs of function and pressure failure. Upon review of the event history log, multiple "high pressure" messages were noted. The complaint was verified as the pump failed the occlusion test and the results were out of specification. Based on the evidence, a faulty downstream sensor was found to be the cause of the complaint and will be replaced. The root cause of the faulty sensor is unknown.

Event description:
Information was received indicating that a "high pressure" alarm occurred to a smiths medical cadd-legacy® plus pump. There were no reported adverse effects.